Event description:
The facility reports the resident head a massive bowel movement while being lifted. The staff member lowered the resident. Without rechecking the sling, a second attempt was made to lift the resident. The clip broke and the resident fell, suffering a head injury requiring five staples to the back of the head.